Manufacturer narrative:
(B)(4). Date sent: 1/23/2017 the handpiece was received disassembled and the ¿transducer assembly¿ attached to an ace45e device. The nose cone was cracked. The "transducer assembly¿ was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before a sleeve procedure the disposable and the handpiece were stuck together. They did not use it at all, and used another disposable and another handpiece. No patient consequences.